Manufacturer narrative:
Additional info: device evaluation: a customer provided a photo and the photo was evaluated. The pictures shows an eye being implanted with a lens claimed to be a tecnis monofocal iol preloaded in a simplicity delivery system, model dcb00. It can be observed a scratch/crack like mark with triple triangular shape in the lens periphery. Due to the scratch/crack marks location it is not expected to have visual impact on patient's visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, it was noted that in the initial MDR, section h11 was missing the title of the section the telephone number belonged to. Additionally, the manufacturing record review was inadvertently not included. Therefore, this supplemental filing is to correct sections h6 and h11. Section e1: telephone number:(B)(6). Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed two other complaints has been received for this production order number and the complaint issues reported were not related. The following section has been updated accordingly: section h6: type of investigation: 4109: historical data analysis. Section h6: type of investigation: 3331: analysis of production records. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a5, a6: unknown/asked but not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6).

Event description:
It was reported that during implantation the surgeon noticed a preloaded monofocal intraocular lens (iol) had ridges on the side of the lens. The surgeon left the lens in the patient's operative eye. Patient status reported as unknown. No other information is available at this time.